Event description:
Customer called to report to hospitalization due high blood glucose. Diagnosed diabetic ketoacidosis. Customer stated that she had a bent cannula. The blood glucose reading at the time of the event was 390 mg/dl. To 400 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.